Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the operation, the connector of the device was too loose and it fell off from the endotracheal tube. The patient was reintubated. There was no patient injury.